Event description:
It was reported to medtronic neurosurgery that a strata ii valve was implanted in the patient on (B)(6) 2013, but their hydrocephalus did not improve. The report stated that the physician discovered that the valve was leaking while they were treating a small hematoma beside the valve implant site. The physician then explanted the valve on (B)(6) 2013. It was also reported that there was no injury to the patient due to the valve leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.